Event description:
It was reported that after a device exchange in 2023 insulation damage of the lead was noted which required an additional intervention. The lead was reportedly capped on (B)(6) 2024 due to oversensing since (B)(6) 2024. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be re-opened should additional data become available.